Manufacturer narrative:
Additional information received on 02-oct-2019 that event occured during testing at our facility. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the screen was scratched. Functional testing involved powering up the pump and showed the device began double beeping immediately on power up. The investigation determined that the downstream sensor was the cause of the reported issue. The downstream sensor and screen were replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited "double beep, no cassette." An unspecified issue with the screen was also reported. No adverse effects were reported.